Manufacturer narrative:
(B)(4).

Event description:
It was reported that during interrogation, the pulse generator exhibited diagnostics anomaly. The device exhibited false elective replacement indicator ¿ eri. The device was reprogrammed, resolving the issue. The patient¿s condition was good at all times.